Event description:
It was reported that during a laparoscopic gastric bypass procedure, both trocars were leaking and losing pneumo. Other trocars were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.